Event description:
On several occasions the end of the suction tip has come detached and fallen into the pt's mouth. This could result in a serious injury if a pt aspirates or swallows the end of the tip. Items were returned to MFR for credit. Facility has received no other quality or packaging complaints on subject saliva ejector which indicates that this is an isolated incident.